Manufacturer narrative:
Concomitant medical products: 305u225, tissue valve, implanted on (B)(6) 2015 and 310c31, tissue valve, implanted on (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) appeared to have one beat undersensed on stored non-sustained ventricular tachycardia egm (electrogram). The ICD remains in use. No patient complications have been reported as a result of this event.